Event description:
During a ptca treatment procedure, the maverick2 monorail 15x30 balloon could not be deflated. Details regarding the lesion being treated were not known. The physician used a 7 fr britetip guide catheter and a neo soft guide wire to cross the lesion. The maverick2 monorail balloon was inflated and deflated several times to unknown pressure before being withdrawn from the patient. After withdrawal, the physician was preparing to reinsert the maverick2 monorail balloon, and inflated it to a nominal pressure, but was then unable to deflate it. A maverick2 monorail 15x2.5 mm balloon was used to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.